Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that right arial lead was explanted and replaced due to dislodgement. No additional adverse patient effects.